Event description:
The matrixmandible 7 x 23 angle recon plate for a tumor, pt implanted broke into three pieces. The plate was removed. Pt was not revised to any additional hardware. X-rays were taken on an unk date.

Manufacturer narrative:
Additional information has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.